Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units. Reportedly, the cartridge was filled with 295 units of insulin. The customer's blood glucose level was 290 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.